Manufacturer narrative:
(B)(4) the pump assembly (p/n: 77-3200-001w, s/n: (B)(4)) was returned without its original pcs assembly. Visual inspection of pump assembly was performed and no abnormalities were noted. The pump assembly was returned for evaluation. A known good pcs assembly was installed onto the pump assembly in question. The pump assembly in question was installed into a known good autocat2w and performed functional testing. The unit failed to start along with excessive noise, then alarmed "high baseline (1) approximately 10 seconds after initiated pumping. A visual inspection of the pump assembly internal hardware was performed and leadscrew was loose. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported problem of "iabp failed to start" is confirmed. The pump assembly failed functional testing. The reported problem was reproduced during the functional test. The leadscrew of the pump assembly was found loose, and that was the cause of the reported issue. The cause of loose leadscrew is undetermined.

Event description:
It was reported via an expedited quality report: symptom: at first attempt to start therapy on a patient, the iabp failed to start due to pump assy. Problems. The physician used another functioning iabp. Actions: pump assy needs to be replaced new s/n installed s/n (B)(4) lot 18f16b0015.

Manufacturer narrative:
(B)(4)

Event description:
It was reported via an expedited quality report:symptom: at first attempt to start therapy on a patient, the iabp failed to start due to pump assy. Problems. The physician used another functioning iabp.actions: pump assy needs to be replaced new s/n installed s/n (B)(4) lot 18f16b0015.